Event description:
It was reported that a couple weeks ago the patient had an issue where the therapy went off. Patient representative said that the patient has been following up with healthcare provider and they have changed the patient's settings and done some things around and on and this morning the patient fell and right now the patient is extremely weak and they want to make sure the therapy is working. Agent walked the patient representative through connecting the handset and communicator to the dbs therapy app. The patient representative confirmed that therapy was on. The troubleshooting steps that were taken on the call resolved the issue. The caller stated that they were supposed to switch the patient from program a to program b today, but patient fell this morning in the bedroom and has been falling for 2 hours now and is kind of lethargic. Agent redirected patient representative to healthcare provider to further address issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.